Manufacturer narrative:
Covidien reference number: (B)(4). At this time, no conclusion can be drawn. The evaluation of the device has not been concluded.

Event description:
It was reported that, the display on a 980 ventilator was blank and an inoperable diagnostic message was displayed on the secondary (status) display. The ventilator was not in use on a patient at the time the event occurred.